Event description:
Additional information was received from the patient on (B)(6) 2024. They reported that the cause of the amplitude changing unexpectedly was not determined. Patient stated the most likely cause was due to their settings being too low. In an attempt to resolve the issue, the patient went higher. The issue had not yet been resolved. On (B)(6) 2024, the patient reported that they were on program 3 at 0.4 and the device was not helping their symptoms. Patient stated 0.5 was uncomfortable. Patient services reviewed how to change programs. Patient was able to change programs and increased stimulation to a comfortable level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient (pt) said they are not getting much relief. Patient said this started 3-4 days after implant. Reviewed how to increase stim. Patient was able to increase stim. Patient has a follow up appointment on wed. Additional information was received on 2024-aug-12, patient reported it did not seem like they were urinating enough so when they checked the setting on saturday the amplitude had gone (unexpectedly) back down to 1 so they increased it back up to 5. And today when trying to synch with the ins it asked them for a password. Offered to assist pt to use their equipment and after restarting the handset pt was successful to synch with their implant . Pt confirmed the amplitude was still 0.5 and they successfully increased by one tenth. Reviewed some ins equipment/ therapy information and recommended they monitor their results and continue working with their doctor. Pt said they got ins for their bladder their evaluation was successful and prior to implant they were told interstim may help their bowels too. Pt said since implant they notice more effect on their bowels and they noticed since getting ins, it took the pain away from their legs and they don't know how that happened. Pt said they saw the ins doctor last week on thursday. Pt said the doctor told the pt: they didn't touch the device.